Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the rca. Approximately 2 week post procedure the patient suffered upper gi hemorrhage and was treated with blood transfusion and medication. The patient was on dapt at the time of the event. The investigator assessed the event as not related to the device and possibly related to the anti-platelet medication. The patient is not recovered.